Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was firing clips that were scissored or crossed and one clip with crossed legs is stuck in the jaws of the device. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.